Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection, on resection of colon, the staple line incomplete distally. Remaining colon was resected with other stapler. The jaws of the device was also locked on tissue that was removed by retracting knob. It was also noted that firing handle was broke off. Surgical time was extended by more than 30 minutes due to the product problem.